Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to duplicate the reported issue. Stryker observed that the device battery pins had deformation and were replaced. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Stryker downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced inappropriate loss of power.

Event description:
The customer contacted stryker to report that their device experienced an unexpected shut down. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.